Manufacturer narrative:
There was no indication of any malfunction of the device. The device was not returned.

Event description:
Allegedly, the patient underwent a laparoscopic supracervical hysterectomy procedure for treatment of a fibroid uterus where the lapraroscopic power morcellator was used. Following the surgery, a pathology examination was performed and was found with cellular leiomyomas. A CT scan in 2015 revealed a pelvic mass and she underwent exploratory laparotomy and the pathology examination revealed smooth muscle tumors of uncertain malignancy potential (stump).